Event description:
The l hook ligasure wouldn't cauterize and the device had to be swapped out. Manufacturer response for electrosurgical, cutting coagulation accessories, ligasure (per site reporter). Waiting for their response.